Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to troubleshoot by ensuring the pump was not connected to a power source and to press the center button firmly, but the display did not turn on. The pump had a red led flashing and was vibrating at least once every three minutes. Customer reverted to an alternate method of insulin delivery.